Event description:
It was reported that noise was observed. Low sensing was also noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.